Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that some of the catheters were dry.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "operator error". The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿review the self-catheterization procedure with a healthcare professional". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that some of the catheters were dry.